Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited noise on the rate/sense and shock channels resulting in inappropriate shocks and pacing inhibition. Increased pacing thresholds, and decreased r-waves and impedance was also observed. The device has been explanted and the lead was capped. A new guidant lead and device were successfully implanted.